Event description:
After proximal peroneal cap was penetrated, multiple wires (all listed) were used to access distal cap. A subintimal plane was created and tip of miracle bros 6 was broken off. After successful atherectomy of proximal disease, a second miracle bros 6 wire was used and successfully gained luminal access to the peroneal artery. No flow was disrupted, and the tip of the broken wire remained in the subintimal space.